Manufacturer narrative:
The device has not been returned for analysis. Without the device, a definitive root cause cannot be determined. "Inadequate pain relief following system implantation" and "the patient may require surgery (including revision, explant, and replacement) as a result of any of the above" are potential risks listed in the evoke scs system surgical guide. The manufacturing records were reviewed, product met all requirements for release with no anomalies identified.

Event description:
During the trial period for an evoke spinal cord stimulation (scs) system, the patient reported symptoms consistent with a nerve injury causing new pain. The trial was ended and the leads were explanted.